Event description:
The patient had a primary left tha out of cors scope. On (B)(6) 2019 the patient has a periprosthetic joint infection and is entered into cors with a revision for infection. The patient developed again infection of the left hip and underwent revision for pji. All components exchanged on (B)(6) 2023.

Manufacturer narrative:
The following devices were also listed in this report: device: accolade c cs 132 nk; cat# 6058-0230d; lot# 2h825d. Device: delta un.fem hd 40mm r40 16/18; cat# 6519-1-040; lot# 67956802. Device: uni adaptor sleeve v40 ti; cat# 6519-t-100; lot# 62757301. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.